Manufacturer narrative:
The event was confirmed; there was evidence of kinking/twisting along the length of the graft cover. The cause of the kinking/twisting was most likely a combination of the patient¿s anatomy; narrow external iliac artery and the user attempting to manipulate/torque the delivery system when resistance was met during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 50 mm in diameter thoracic aortic aneurysm. The diameter of the proximal thoracic aorta measured between 28mm and 30 mm in diameter. There was some vessel tortuosity, and no calcification in the thoracic aorta. There was a bend and slight calcification in the left external iliac artery. It was reported that during the index procedure, the physician was unable to pass the delivery system through the external iliac artery. The physician applied torque to the delivery system; however, the delivery system developed transverse wrinkling. The physician then elected to use a smaller device, to ensure no damage of the artery and the procedure was completed without further difficulty. The event was resolved. Per the physician, the cause of the event was due to a bent portion of the external iliac artery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.